Event description:
During the implantation of a scs system, including 2 leads on (B)(6) 2011; once of the leads had all invalid contacts intra-operative. Several methods were tested but impedances remained invalid. The physician removed the lead and left the functional lead implanted. Follow up with the patient indicated she is receiving adequate stimulation with one lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.